Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they were able to confirm the reported issue. Through remote desktop, the representative found that the error message displayed stating that the login failed. To resolve the reported issue the application software for the imaging system was reloaded. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "system booting, please wait" and was unresponsive to any prompts from the user. The imaging system was left on for half an hour in the prompt and would not progress pass. The imaging system was then powered off and moved to storage. No additional information was provided. There was no patient present when this issue was identified.